Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The drill was returned with the shaft bent below the distal tip. There is biological debris on the returned item. A functional assessment of the device found the device cannot perform as designed due to the shaft being bent. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference case (B)(4) .

Event description:
It was reported that during a cruciate ligament reconstruction surgery the endoscopic drill was bent and could not be used. The procedure was completed with a s+n back up device. There was a significant surgical delay greater than 30 min and no further complications were reported.